Event description:
It was reported that the patient became hypoxic with syncope. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure, while in recovery, the patient was slow to awake from anesthesia, and the patient became hypoxic. A rapid response was called. The patient was re-intubated and became stable. The patient was transferred to the intensive care unit for further monitoring. The patient did well and recovered from this event. The patient was discharged home the next day.

Event description:
It was reported that the patient became hypoxic with syncope. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure, while in recovery, the patient was slow to awake from anesthesia, and the patient became hypoxic. A rapid response was called. The patient was re-intubated and became stable. The patient was transferred to the intensive care unit for further monitoring. The patient did well and recovered from this event. The patient was discharged home the next day. It was further reported that the patient was extubated and breathing spontaneously but they did not fully awaken until 12hrs post procedure.